Manufacturer narrative:
The pod was received not deployed. The linkage assembly was observed to be in the deployed position though the slide insert was not in the window, indicating that the needle mechanism deployed, but the slide insert was not caught by the catch beam. Inspection of the slide insert found extra material in the spot where the catch beam would sit after deployment. The needle mechanism was reset and replicated the failure with the catch beam failing to catch the slide insert during deployment. The extra material in the slide insert resulted in the reported needle mechanism failure. A crack was observed in the top housing. It unknown when or how this crack occurred. Inspection of the download data shows that the crack did not affect the pods run or have an impact on the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy during the activation process indicating that there was a needle mechanism failure. The blood glucose level reached 19.1 mmol/l (343.8 mg/dl). The pod was worn between 1 and 4 hours.